Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.